Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was 27 mg/dl. The customer was wearing the insulin pump at the time of admittance. It was also noted that the customer had been rear ended in a vehicle about 3 weeks prior, with no reported damage. The customer stated that he was overactive with no reported damage. The customer stated that he was overactive prior to the hospitalization and that he had a habit of not checking his blood glucose. He drank 6 ounces of cola, and when emergency medical technicians came over, he was leaning over the sink. He then ate some cookies. His wife insisted on visiting a hospital due to his slurred speech. His blood glucose readings hovered in the 50 mg/dl range. He stated that he did not snack at night as he normally would that night. He did not believe there was a device malfunction. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.